Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: ischemia requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure took place in 2008. Predilatation was performed prior to stenting of the mid and proximal lad. Two xience v stents were placed in the proximal lad, overlapping. One xience v stent was placed in the mid lad. No procedural complications were reported. In 2009, the patient presented to the hospital and was rehospitalized with unknown symptoms. A functional ischemia study was positive. The patient underwent a CABG procedure; however, it was not reported on which vessel the CABG took place. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - ischemia is listed in the xience v IFU as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. A coronary artery bypass graft (CABG) procedure was performed on the patient; however, the vessel which the CABG was performed was not reported. There was no reported product malfunction at the time of the procedure. A conclusive cause for the reported patient effects, and the relationship to the products, if any, cannot be determined. The two xience v everolimus eluting coronary stent systems indicated are being filed under the same MFR number.